Event description:
Procedure type: sleeve gastrectomy. According to the reporter: firing sequence stopped about 15mm into the process. Stapler wouldn't advance, and the surgeon reversed and removed it without difficulty. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).